Manufacturer narrative:
This report is submitted on august 19, 2019, by cochlear ltd.

Event description:
Per the clinic, the patient has had an ongoing infection around her right abutment (date and treatment detail not reported). Surgeon would like to remove the abutment, allow the skin to heal; possibly replacing the abutment at a later date (date not reported).